Manufacturer narrative:
One e1455 was received for evaluation. Visual inspection found the blue heat shrink to have split allowing the ptfe insulator to disengage. The insulation was also scratched. The ptfe insulator had disengaged and was not returned with the electrode. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation disengage. The device may have been cleaned with an abrasive material. This cleaning method would contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use state the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the blade broke off and fell into the patient. The incident device is being returned for evaluation.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the tip of the blade broke off and fell into the patient. Medtronic's initial evaluation of the incident device found the blue insulation was split and the clear piece of insulation was missing and was not returned.